Manufacturer narrative:
Media evaluated by boston scientific (bsc) medical safety: the complaint device was not received for analysis; however, media from the clinical procedure was provided to bsc and reviewed by a member of the bsc global medical safety organization. The media review report concluded: a procedural and a follow up transesophageal echocardiography (tee) was submitted for review. The procedural tee showed complex laa anatomy with multiple prominent pectinate muscles resulting in shallow depth (measured at around 1cm from ostium to tip of pectinate). The closure device was released in a proximal position, nearly flush with the limbus tip and distal pinching in some views. The follow up tee showed a watchman device completely outside of the laa but still attached to the left atrial wall just above the mitral annulus. The device was not compressed, moved in concert with the surrounding cardiac structures without independent movement and color doppler showed free flow through the device. In conclusion, the media confirmed challenging anatomy with multiple pectinate muscles resulting in shallow depth with an implant released high on limbus and some distal pinching of device. These factors might have contributed to the device migration. The device was completely outside of the laa but remained attached just above the mitral annulus.

Event description:
It was reported device embolization occurred. On (B)(6) 2025, a left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro laa closure device was implanted. During the initial deployment, a 3mm gap was observed in the 135-degree views, but it resolved after the closure device was released, resulting in no leak. The closure device was positioned higher on the limbus due to pectinate, but there was no shoulder. The patient was discharged. On (B)(6) 2025, a routine 45-day follow-up transesophageal echocardiography (tee) revealed that the 31mm closure device had embolized. The patient was asymptomatic at the time of this discovery. On (B)(6) 2025, the patient underwent surgical intervention to remove the closure device. The patient remained in stable condition with no complications or adverse consequences.

Event description:
It was reported device embolization occurred. On (B)(6) 2025, a left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro laa closure device was implanted. During the initial deployment, a 3mm gap was observed in the 135-degree views, but it resolved after the closure device was released, resulting in no leak. The closure device was positioned higher on the limbus due to pectinate, but there was no shoulder. The patient was discharged. On (B)(6) 2025, a routine 45-day follow-up transesophageal echocardiography (tee) revealed that the 31mm closure device had embolized. The patient was asymptomatic at the time of this discovery. On (B)(6) 2025, the patient underwent surgical intervention to remove the closure device. The patient remained in stable condition with no complications or adverse consequences.